Event description:
On january 31, 2023, haemonetics was made aware that a customer employee sustained a severe sprain while sampling 0694s-00 plasma bottles. The employee could not say specifically how the injury occurred, however he indicated there was repetitive motion from putting the cannula into the membrane and this process taking 3-4 minutes, stating the membrane would stretch like a rubber band' causing the employee to continually push into the membrane to get the sample drawn. No surgery or hospitalization was required.

Manufacturer narrative:
Investigation: during the manufacturing process, a slit is made to the sampling port. This slit is a pre-cut that goes throughout the port, and is designed to permit the penetration of the sampling cannula. Current process controls include: functional test to 10 random samples per hour with a go, no-go gage to confirm slit presence. Functional aql sampling to perform an automated penetration test with a cannula. Root cause analysis: the most probable cause is that the slit, on the affected units, was not centered. Penetrating the sampling port through a section where the slit is not located is not possible, the port will elongate but will not penetrate thru septum. The above is consistent with returned complaint samples; the slit was observed to be not centered. No samples have been observed without a slit. The blade that makes the slit might slightly misalign overtime due to normal wear and tear of the manufacturing process. Corrective action plan: in order to avoid the usage of a misaligned blade, that could result in a not centered slit on the sampling ports, a preventive maintenance routine was implemented on february 8, 2023 to establish a monthly requirement to replace the blade.